Event description:
Customer called stating that meter was not working. After further investigation it was discovered that the meter was reporting results in mmol/l instead of mg/dl. Customer was instructed on how to reset the units of measure. Customer satisfied. No further action necessary.